Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified device failure occurred with a proglide device relative to an abdominal aortic aneurysm (aaa) interventional procedure. No additional information was provided.

Manufacturer narrative:
Attachment uf/importer report # (B)(4). Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6-medical device problem code 3190 (insufficient information) was removed and code 1142 (failure to cycle) was added.

Event description:
Subsequent to the previously filed medwatch report: user facility medwatch report (mw (B)(4) was received, stating: "describe the event or problem: didn't capture, x's 6... Opened different lot# to complete case." Follow-up with the account, reported that a a cuff miss [suture retrieval issue] was noticed with six (6) proglide devices relative to an abdominal aortic aneurysm (aaa) interventional procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.